Event description:
Healthcare professional reported rupture. Record is for right side. Device has been explanted.

Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d.6b, h6.

Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: ¿ rupture: not observed. As per the investigation procedure deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Healthcare professional reported rupture. Record is for right side. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Healthcare professional reported rupture. Record is for right side. Device remains implanted.